Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The coating for electric insulation of the probe was partially missing. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *if the grasping section, metal-exposed area around it or the probe tip gets stuck tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a laparoscopic prostatectomy, four devices were used. The tissue pad of the 1st device was broken after 5 minutes of use. The user exchanged it for the 2nd device and continued the procedure, but the tissue pad of the 2nd device was broken after 5 minutes. The user exchanged it for the 3rd device and continued the procedure, but the tissue pad of the 3rd device was broken after 5 minutes. The user exchanged it for the 4th device and completed the procedure. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn, the coating for electric insulation of the probe was partially missing, and the coating for electric insulation of the grasping section was partially missing on the one of three devices. This is the report regarding the severely worn tissue pad, the missing of the probe coating, and the missing of the grasping section coating. This is the third one of three reports.